Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inadequate pharmaceutical delivery to suppress shivering. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." Complaint re-opened to update UDI information with all available information per gudid h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted in an arctic sun device the patient should be 36c, but this afternoon their temperature had spiked to 37.2c, water temperature (wt) was 6.4c, flow rate (fr) was 2.2lpm, patient 85kg with large pads in place. One probe in use (esophageal), moved probe to bedside monitor and confirmed patient temperature (pt) matched on monitor. Explained device was responding appropriately and suggested they investigate sources of heat generation like shivering, seizing or infection. Advised to keep close eye on skin as water was very cold.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inadequate pharmaceutical delivery to suppress shivering. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high-water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted in an arctic sun device the patient should be 36c, but this afternoon their temperature had spiked to 37.2c, water temperature (wt) was 6.4c, flow rate (fr) was 2.2lpm, patient 85kg with large pads in place. One probe in use (esophageal), moved probe to bedside monitor and confirmed patient temperature (pt) matched on monitor. Explained device was responding appropriately and suggested they investigate sources of heat generation like shivering, seizing or infection. Advised to keep close eye on skin as water was very cold.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted in an arctic sun device the patient should be 36c, but this afternoon their temperature had spiked to 37.2c, water temperature (wt) was 6.4c, flow rate (fr) was 2.2lpm, patient 85kg with large pads in place. One probe in use (esophageal), moved probe to bedside monitor and confirmed patient temperature (pt) matched on monitor. Explained device was responding appropriately and suggested they investigate sources of heat generation like shivering, seizing or infection. Advised to keep close eye on skin as water was very cold.